Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had software error detected. Customer's blood glucose value was unknown. Customer will be returned device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and self test. Pump error 53 alarm was found in the pump history due to software error. The pump was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and faded serial number label.